Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potentially inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt). Technical services (ts) reviewed and recommended potential programming changes for this device. This is a single chamber device so the atrial arrhythmias are present. This ICD remains in service. No additional adverse patient effects were reported.